Event description:
Dealer called stating that the seat on the 6895 shower commode chair has allegedly broke. Dealer did not know how it happened or where about on the seat the break is. Replacement seat sent on warranty order (b)(4. No injury.